Event description:
It was reported that pump displayed cartridge change and minimum fill alerts, and customer was unable to successfully load cartridge despite initial guidance from technical support. There was no adverse impact to the customer's blood glucose level. Customer was later instructed to use a new cartridge from a different box and to follow proper loading steps, after which cartridge loading was successfully completed, replacement cartridges were offered as a goodwill gesture, and call center staff performance was reviewed with no further action needed.